Manufacturer narrative:
H4 - device MFR date - unknown the suspect pump was returned for evaluation. A review of the device event log/alarm history confirmed the occurrence of a backup audible alarm post, as reported. The device service history for the previous 12 months was reviewed, and no prior repair history was identified. The device was visually inspected, and no evidence of physical damage, missing components, or electrical hazards was observed. Functional testing was performed, including power-up, keypad, motor operation, force sensor verification, occlusion testing, and delivery performance checks, all of which met specification requirements. The reported allegation was confirmed based on the alarm history review. Further investigation identified a faulty main board as the root cause of the issue. The main board was replaced, and the device was calibrated, greased, and reset to standard configuration. Following repair, the device passed all functional testing and was determined to be fully operational.

Event description:
It was reported that the pump generated a system failure alarm indicating backup audible alarm post. There was no patient involvement and no harm was reported.